Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 551 mg/dl at the time of the incident. It was unknown if the insulin pump was on auto mode. Customer stated that insulin pump had insulin flow blocked alarm and battery failed alarm. Customer declined further troubleshooting. The insulin pump will not be returned for analysis.